Event description:
This is an international report where a homechoice (hc) machine sounded system error (se) 2240 during initial drain. The home patient (hp) was connected to the hc. The technical service representative (tsr) had the hp cycle the power. The tsr advised the hp to disconnect from the hc and call the renal nurse in the morning. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed.